Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Navigate in receiver menu to "profiles" and "try it": failed perform manual test by setting sound level to 55: failed: performed share log review and failed. The complaint is confirmed because no sound was heard. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker assembly.